Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was 300 mg/dl. The customer was experiencing symptoms of stomach ache, headache and moderate keytones. The customer stated they have a backup plan available. The customer was treated with syringe and pump. The customer was assisted with preforming the high pressure test. After the troubleshooting was done, customer was advised to change entire set, reservoir, and insulin and treat. The customer was advised to follow up with healthcare provider concerning unexplained high blood glucose